Manufacturer narrative:
Of the four malfunctions, one lot number was provided and a lot history review was performed. No samples were returned, however one set of medical records was provided for review. One investigation was confirmed for the detachment issue and three were inconclusive. The root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of reported information indicated that model rf048f, vena cava filter, allegedly experienced detachment of device or device component. This information was received from multiple sources. These malfunctions involved four patients without consequences. One patient was reported as a (B)(6) year old female weighing (B)(6) lbs. No information was provided for the remaining three patients.

Manufacturer narrative:
H10: the lot number was provided for 2 out of 4 malfunctions, therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for three malfunctions. For 2 of the 4 malfunctions, the investigation is confirmed for detachment. For the remaining two malfunctions, the investigations are inconclusive for detachment. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of reported information indicated that model rf048f vena cava filter allegedly experienced detachment of device or device component. This information was received from multiple sources. These malfunctions involved four patients without consequences. Of the four patients, one male and two females patient's ages were reported ranging from 38-52 years. The weight of the two patient's were 108 kgs and 399 lbs. All other patient details were not provided.

Event description:
This report summarizes four malfunctions. A review of reported information indicated that model rf048f vena cava filter allegedly experienced detachment of device or device component. This information was received from multiple sources. These malfunctions involved four patients without consequences. Of the four patients, two female patients' ages were reported to be between 38-52 years and one patient weight was 399 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the four malfunctions, one lot number was provided and a lot history review was performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided for two malfunctions. For two malfunctions, the investigations are confirmed filter limb detachment. For the remaining two malfunctions, the investigations are inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3, h11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the reported four malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90135. H10: of the remaining three malfunctions, lot numbers were provided for two malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all three malfunctions. Therefore, for two malfunctions the investigation is confirmed for the reported detachment and for one malfunction the investigation is inconclusive for the reported detachment. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced detachment of device or device component. This information was received from various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, one was male and two were female, all three patients age ranged from 38-52 years and two patient weighs 108 kgs and 399 pounds. Remaining patients weight was not provided.